Event description:
During a laparoscopic nephrectomy procedure, an unintended electrical discharge occurred, and resulted in a burn on the large intestine of the patient. There was no harm caused to the patient.

Manufacturer narrative:
The device model 3152, mini endocut scissor tip, was returned, decontaminated, and investigated. The customer stated in the complaint that during a laparoscopic nephrectomy procedure an unintended electrical discharge occurred during the usage of the device, resulting in a burn on the large intestine of the patient. There was no harm caused to the patient. A visual and mechanical inspection of the device did not reveal any nonconformity. The device meets form, fit and function as intended.